Manufacturer narrative:
Medwatch sent to FDA on 03/29/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of swelling, facial nerve pain, facial pressure, something "aggravated a nerve," sinus problems, the "turbinates in the left sinus are reacting to something," bruising, bleeding, and sinus swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Patient reported that approximately 11 months after injection in the cheeks with juvéderm voluma xc, the patient developed left cheek swelling, facial nerve pain, facial pressure. Patient noted that they believe something "aggravated a nerve" and are having sinus problems subsequent to the treatment. Patient also experienced swelling on the left side of the face and thinks that the "turbinates" in the left sinus are reacting to something. Patient also indicated bruising and bleeding after injection. Patient noted bruising under left eye from the injection, which resolved 1 week post injection. Patient indicates feeling that the sinuses were swollen during injection. Patient was concomitantly injected with botox, radiesse and juvéderm ultra plus. Patient stated that symptoms are improving, but not resolved. Due to all the pain and pressure, CT scans were performed with normal results. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00254 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma xc.